Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of worn off depth markers is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted in the patient¿s arm. The majority of the depth markings on the exposed portion of the catheter were observed to be missing. No damage to the device was observed in the returned photograph. The reported event suggests that the depth markers may have been worn off due to exposure to cleaning agents and/or friction from cleaning; however, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient with single lumen power PICC solo - insitu for 2 months. Markings and bard branding has been removed with cleaning agent. Had to measure with tape measure. No other information was provided.

Event description:
It was reported that patient with single lumen power PICC solo - insitu for 2 months. Markings and bard branding has been removed with cleaning agent. Had to measure with tape measure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.